Manufacturer narrative:
The subject product was not returned for evaluation and limited information was given regarding the alleged product issue. In addition, a lot number was not provided, therefore, a manufacturing review could not be performed. The IFU for this product states the necessary warnings to minimize electrosurgical risks. Without a sample to evaluate and based on the limited information provided at this time, a root cause could not be determined. The information provided by bard represents all of the known information at this time. The complainant / reporter was contacted and was unwilling to provide any further patient, product, or procedural details to bard. Discarded by user facility.

Event description:
Information as provided by the user facility: it was reported that the davol advantage l-hook electrosurgical attachment sparks from the sheath some 2-3cm away from the hook tip where electrosurgery is intended to occur. It was reported that there was no patient injury.